Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection showed that the ptfe insulation was slightly bunched in a few places. This is consistent with the lead being placed through a constricted area. Electrical continuity testing passed, stylet insertion test passed without issue, a helix mechanism test passed without issue, and visual inspection showed the lead tip/helix appears normal which is not damaged or deformed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix issues, as it was in and out of body extension and retraction of helix. Additional information received which indicated that there were no electrical anomalies found. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix issues, as it was in and out of body extension and retraction of helix. Additional information received which indicated that there were no electrical anomalies found. This lead was replaced and never in service. No adverse patient effects were reported.